Event description:
The reporter contacted animas on (B)(6) 2012 and stated the up and down arrow keypad buttons were intermittently unresponsive and required multiple presses to elicit a response. The reporter denied damage to the keypad and noted it was worn. The patient reportedly wore the pump in a pocket and did not clean it. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
Corrected serial number for the pump is (B)(4), not (B)(4) as previously reported.

Manufacturer narrative:
Device evaluation follow-up #2 submitted 03/042013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: testing confirmed intermittent responses to button presses on the 'up', 'down' and 'contrast' buttons. No visible damage to the keypad. Removed keypad cover to check condition of the button contacts. Contamination was present under the contacts of all buttons.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.